Event description:
This lead was explanted at the same time as the rv lead due to high impedance. It was noted that this lead was damaged further during the extraction. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found cut approx. 12 cm proximal to the is-1 connector pin. All parts of the lead were received for analysis. The visual inspection showed abrasion marks along the lead body. In particular, approx. 10.5 cm distal to the is-1 connector pin as well as approx. 21 cm and between 4 cm and 2.5 cm proximal to the lead tip the inspection revealed a rubbed through insulation. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with a nearby lead. Diagnostic images clarifying this assumption were not available for analysis. Furthermore, the visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analyzed. The analysis revealed no indication of a material or a manufacturing problem. In addition, cuts in the insulation were found which occurred most likely during the extraction procedure. Blood penetrated the lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.